Manufacturer narrative:
Photo provided by the customer observed that the distal end male luer connector broke off from the male luer and was still intact to the smartsite vial adapter. The root cause of this failure was not identified.

Event description:
It was reported that the male-end connector broke off inside the smartside end-cap, of the extension tubing. Although requested, there was no additional event details or patient information provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. The event occurred at children's hospital presumed patient to be a child.

Event description:
It was reported the male-end connector broke off inside the smartside end cap of the extension tubing. Although requested there was no other information provided.

Event description:
It was reported that the male-end connector broke off inside the smartside end-cap, of the extension tubing. Although requested, there was no additional event details or patient information provided.

Manufacturer narrative:
Concomitant medical products: port; 3m curos; endocarps; micropore tubing.